Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot as the software crashed on the suite pc. The fse reloaded the software to suite pc and verified proper operation. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion 7 m20 system would not boot as the software crashed on the pc. The system was in clinical use at the time of the event and no harm has been reported.